Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod coils and a lantern delivery microcatheter (lantern). During the procedure, the physician advanced a pod coil to the target vessel; however, the pod coil would not take its intended shape and form in the vessel. Therefore, the pod coil was removed intact. The procedure was completed using another pod coil of the same size and the same lantern. There was no report of an adverse effect to the patient.